Event description:
It was reported a spectrum pump "always thinks the door is open". Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, "pump always thinks the door is open", was confirmed through review of the event history log, as well as reproduced during the device investigation while attempting to load a set. The pump would alarm door not fully latched while attempting to load a set. This condition was determined to have been caused by a loose link screw. The link screws were replaced.